Event description:
Additional information received identified later during troubleshooting the representative was able to establish communication between the ipg and external devices. Effective stimulation was restored via reprogramming.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg would not communicate with the external devices. Troubleshooting was tried to no avail. Surgical intervention may be taken at a later date to address the issue.